Manufacturer narrative:
(B)(4).

Event description:
Procedure type: knee replacement. According to the reporter. The surgeon believes the end of needle (the very tip) has broken off. He admits that he is grabbing the needle by the tip with needle holder and that is what is causing damage. Management and nursing staff concerned that needle is breaking off and may be left in patient. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No x-ray was used to check for needle tip.